Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the jet tube was clogged and the device was not able to be reprocessed correctly and was sent back dirty, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, switch #1 was cut, the scope connector label was damaged, water tightness was lost due to damage on the instrument tube, the insulation resistance value at the distal end did not meet the standard value due to a burn on the scope cover, the bending angle in the up/down directions did not meet the standard value due to wear of the angle wire, the image guide protector was damaged, the objective lens was shaved, the bending section cover adhesive had visible thread, and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the jet tube of the evis exera iii gastrointestinal videoscope was clogged. The device was not able to be reprocessed correctly and was sent to repair dirty. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the jet tube had foreign material. The report is being submitted due to foreign material in the scope found during evaluation.